Event description:
The event occurred on an unspecified date in october 2024 involving a clave¿ neutral connector where the reporter stated that there was a series of IV or the blue hub became unscrewed. The issues they have been having are during CT contrast (omnipaque 350) injection. There is no harm done to the patient, except that when the blue hub becomes unscrewed from the IV, contrast and blood leak all over the patient and the odd time another IV has to be inserted if they cannot fix the IV. There was patient involvement and no adverse event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.